Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that he puts the needle to the pen and tries to clear the air out, the system is obstructed he is unable to get air to come out of the needle tip. Customer states that after 2-3 mins after adjusting the insulin dosage on the pen it will finally get a squirt out of the needle tip. The package was not open or damaged when received by the customer. The customer has been using the product for about 10 days. The customer is not using compatible product. At the time of the call the customer felt well and did not report any symptoms. No medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer made several attempts to contact customer to ensure the customer¿s initial concern was resolved: unable to establish contact with customer.